Manufacturer narrative:
.

Event description:
During an internal review of programming and diagnostic data, it was found that the vns patient's device was tested on (B)(6) 2013 and system diagnostic results revealed high impedance dc-dc code 7. The device was then disabled on that date. The device was tested again on (B)(6) 2014, and system diagnostics returned again high impedance with dc-dc code 7. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. No patient adverse events were reported. No known surgical interventions have occurred to date.